Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and noticed fluid on the specimen tubes when running in the closed tube mode. The rinse block was worn and the fse replaced the rinse block. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as a leak from probe wash of the instrument, leaking 3-4 drops of diluent onto the sample caps. The instrument was giving incomplete (non-numeric) results for some patient samples. The leak was contained within the instrument. Quality control was within range, and the instrument was functioning in manual mode. The operator was wearing personal protective equipment of gloves, lab coat, and goggles when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.